Event description:
Case description: this spontaneous report was received from a us healthcare professional and concerns a female patient. The patient was injected with radiesse (+), on (B)(6) 2026 (reported as the thursday prior to the date of this report), for an unknown indication. Radiesse (+) was diluted at a 1:1 ratio (product preparation issue, off label use of device). Injection was performed using a needle. The lot number for radiesse (+) was reported as unknown. On (B)(6) 2026, during the radiesse (+) injection, a branch of the facial artery was hit. On (B)(6) 2026 (reported as saturday prior to the date of this report), the patient experienced a big bruise. On (B)(6) 2026 (reported as the sunday prior to the report), the patients pictures looked like they were getting necrotic (as reported). Corrective treatment included nitropaste, aspirin, and hyperbaric chamber. Flushing with hylenex was planned. It was reported that it was starting to look better. Due to provided information, the outcome of the events was considered as resolving.

Manufacturer narrative:
Assessment/investigation by merz: as the lot number was not available, a batch record review and case search on the reported lot could not be performed. However, routine trending for radiesse(+) did not identify any trends related to the reported issues (q4-2025 radiesse product family trending report, rec-002150, 11-may-2026); therefore, no negative impact to the benefit-risk profile was observed, indicating no systemic product quality issue. This case was assessed as serious per the following rationale: this case is considered as serious with the serious event injection site necrosis because treatment was deemed necessary to prevent permanent damage. Corrective treatment included nitropaste, aspirin and hyperbaric chamber. The outcome was considered as resolving. The reported events occurred in a compatible temporal relationship. The event vessel perforation (non-serious) occurred in a compatible local relationship. Due to limited reporting of the localization for the event injection site necrosis (serious), local relationship can only be assumed. The event vessel perforation (non-serious) is unexpected, whereas the event injection site necrosis (serious) is expected based on the currently valid us instructions for use (IFU) of radiesse(+) and can occur after treatment with radiesse(+). The reported bruise was considered to be a consequence of the event vessel perforation (non-serious) and therefore was not coded. Product preparation issue and off label use of device are coded only for formal reasons. Dilution of radiesse(+) for injection is not approved based on the currently valid us instructions for use (IFU). Vessel perforation is a tear or hole in the wall of a blood vessel that allows blood to leak into surrounding tissues, and it can occur due to trauma, surgical or catheter procedures, weakened vessel walls, or diseases such as atherosclerosis. Nevertheless, a contributory role of the injection with radiesse(+) cannot be ruled out with certainty. Based on the information provided, causality is assessed as possibly related to the treatment with radiesse(+), however there is no indication that a product-related issue contributed to the events. This case is considered as serious with the serious event injection site necrosis because treatment was deemed necessary to prevent permanent damage.